Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, it is likely that the reported event was procedure rather than device related. The explanted device was discarded.

Event description:
It was reported to nevro that during a lead revision procedure, one of the leads was placed lateral to spinal cord as the surgeon had difficulty placing the lead due to scar tissues. The patient reported sensory loss and severe new pain on the right leg post-operatively. The patient was brought back to the operating room and the lead that was placed lateral was explanted. Follow up report indicated that the patient had recovered with no sequelae. The initial report of sensory loss had been completely resolved.